Manufacturer narrative:
Phone number: (B)(6) this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. (B)(4): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was used as usual but a 1-mm crack was found at the edge of the optic of the iol. The lens remains implanted as of to date as the doctor determined that the there would be no health hazard, visual issues based on the location of the crack. It was indicated that when using the ovd (ophthalmic viscosurgical device), they did not know if it was in horizontal position but they removed it from the tray and prepared it. The speed of the intraocular lens was constant as usual when extruded. The lens was set just before the implant and the leaving time after adding the sufficient amount of lubricant in the cartridge was within at least 3 minutes. The resistance during extrusion felt the same as usual (not heavy). The leaving time of the lens folded in the cartridge was reported to be within 1 minute because it was at the time of implant. When pushing the plunger, it was within one (1) minute. It was indicated that the injector was discarded and is not available for return. There was no patient injury reported. No further information was provided.